Event description:
Cochlear implant internal device failure. Approx 2 weeks before event date, pt reportedly was struck in the head. Cochlear implant did not work. On 07/07/2005, internal device reported electrode failure on all electrodes -999 impedance values.